Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stenting procedure performed in 2009. According to the complainant, a stent (device and manufacturer unknown) was placed in the porta hepatica seven months prior (day unknown) to treat a bile duct stricture. Subsequently, the patient experienced jaundice. A wallflex biliary rx partially covered stent was placed as a stent-in-stent on the date of the stenting procedure . The complainant reported that the jaundice "was not healed well" following this stent placement. No perforation or additional complications were reported at the time of stent placement. Incidentally, the patient had another company's niti-s stent placed at the papilla on an unknown date, followed by a bsc stent (wallflex, uncovered) eleven days later. No complications were reported with the stents in the papilla area. The patient experienced cholangitis and expired five weeks later. Autopsy results revealed an abscess in the porta hepatica.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The physician contends that the abscess contributed to the patient's death, and that the wallflex stent placed in the porta hepatica may have contributed to the abscess. Upon autopsy, it was noted that the stent appeared damaged with a straight cut longitudinally and the wire appeared pulled. The physician believes the stent damage occurred during the autopsy. The wallflex biliary rx uncovered stent is reported under manufacturer # 3005099803-2009-05663.